Manufacturer narrative:
The following functional tests were performed: the clinical consultant retrieved the log and stated that the alarms were functioning per specification and showing the red and yellow alarms. It also showed that the alarms were paused and acknowledged by the customer. The customer was provided with the log information and the customer provided no other information surrounding the patient or incident and taking further responsibility themselves. Based on the information available and the testing conducted we were unable to replicate the reported problem of not being alerted to the patient issue. The reported problem was not confirmed. The customer was provided with the logs and no further information was given as the customer took responsibility from there. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). D4: a good faith efforts is being made to get the information. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance retrieving patient data from the central station following the patient death. The customer indicated there were no concerns with the monitor function but they wanted to know how long an alarm was generated and whether it was generated appropriately for the patient. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.